Event description:
Loss of osseointegration.

Manufacturer narrative:
Loss of osseointegration. Material re-evaluated and updated / follow up.

Event description:
Loss of osseointegration, material re-evaluated and updated / follow up.